Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin results was due to sample handling issues. The instrument is performing within specifications.

Event description:
Falsely elevated troponin-I ultra results were obtained on 3 pt samples. The results were released to physician and requested to repeat. Samples were retested with negative and normal results obtained. It is unk if pt treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin-I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin results due to sample handling issues.